Event description:
Caller alleged false positive troponin (tni) on triage profiler sob device. No patient reports of invasive procedure(s) or injury.

Manufacturer narrative:
Patient plasma samples were returned for evaluation and used on both triage and access ii. Results of the testing were that no false positives were observed nor elevated values for tni in the patient samples. A review of the manufacturing release data for the device lot showed tni recovery was within mfg specifications. Complaint was not confirmed; however due to an increase in complaints regarding discrepant tni patient results, CAPA was initiated.